Manufacturer narrative:
Complaint conclusion: at the moment of trying to introduce the material into the introducer it was noted that part of the stent was already released. The problem was identified before using the product in the patient. The device was stored per labelling. There was no reported outcome. The intended procedure was an angioplasty for a myocardial infarction. The target lesion was not provided. There were no damages or anomalies noted to the packaging and there were no other damages noted to the device. The device was stored and handled according to the instructions for use (IFU). The tuohy borst valve was closed when the device was received, and it was closed prior to removal from the tray. Another smart flex stent was used to complete the procedure. The product was not returned for analysis. A device history record (DHR) review of lot 37566 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event but are unknown. According to the instructions for use ¿the stent is intended as a treatment for atherosclerotic superficial femoral artery lesions and proximal popliteal lesions.¿ it is indicated in the event description that the target lesion is within the coronary vasculature as it was being used in an angioplasty in a myocardial infarction, therefore it was used off-label. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was returned for analysis and device available for evaluation? Was updated accordingly. The engineering report is not yet available, but the analysis and additional information will be provided within 30 days upon receipt.

Manufacturer narrative:
Additional information was received: "the intended procedure was an angioplasty for a myocardial infarction. The target lesion was not provided. There were no damages or anomalies noted to the packaging and there were no other damages noted to the device. The device was stored and handled according to the instructions for use (IFU). The tuohy borst valve was closed when the device was received, and it was closed prior to removal from the tray. Another smartflex stent was used to complete the procedure. The device has not been received for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis, however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, at the moment of trying to introduce the material into the introducer it was noted that part of the stent was already released. The problem was identified before using the product in the patient. The device was store per labelling. There was no reported outcome.

Manufacturer narrative:
Complaint conclusion: at the moment of trying to introduce the material into the introducer it was noted that part of the stent was already released. The problem was identified before using the product in the patient. The device was stored per labelling. There was no reported negative patient outcome. The intended procedure was an angioplasty for a myocardial infarction. The target lesion was not provided. There were no damages or anomalies noted to the packaging and there were no other damages noted to the device. The device was stored and handled according to the instructions for use (IFU). The tuohy borst valve was closed when the device was received, and it was closed prior to removal from the tray. Another smartflex stent was used to complete the procedure.   The product was returned for analysis. One non-sterile smart flex 5x40 vas 120 cm catheter was returned. Per visual analysis the unit was partially deployed 0.5 cm from the distal end and the valve was open. No other anomalies were noted. Per functional analysis the valve mechanism was tested closed/open and it worked as expected. When the valve was closed the device deployment mechanism remained locked; once the valve was opened, the deployment mechanism worked properly and the stent was deployed successfully. A device history record (DHR) review of lot 37566 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.     The reported ¿deployment difficulty - premature deployment¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, handling factors may have contributed to the event as evidenced by the open valve noted during initial visual analysis. According to the instructions for use ¿prepare stent delivery system. A. Open the outer box to reveal the pouch containing the stent and delivery catheter. B. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. C. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. D. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. E. Check to ensure that the tuohy borst valve on the handle is tightened on the pusher tube.. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1 cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. G. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. 8. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ according to the instructions for use ¿the stent is intended as a treatment for atherosclerotic superficial femoral artery lesions and proximal popliteal lesions.¿ the smart flex stent is not intended for use in the treatment of myocardial infarctions and implantation in the coronary vasculature. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.